Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm fenestrated bipolar forceps instrument was moving imprecisely in the intended direction. The timing of instrument movement was appropriate; however, degrees of movements was not possible. User did not experience friction or shakiness while operating the instrument. The issue was persistent. The instrument was being used for dissection when, the wire broke off. A back-up instrument of same type was used for procedure completion. The instrument was being returned to isi for evaluation. There was no photographic image(s) and/or video recordings available for review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable and the instrument was not moving as it should. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.